Event description:
(B)(4). Right and left side pelvic pain, right hip pain radiating down my entire leg, huge blood clots during period, contraction like pain and severe intense heavy bleeding, metal like taste, intense pregnant like bloating, gastrointestinal issues, weight gain that will not drop not matter what, depression, anxiety, hospitalized for fainting, loss of speech and coordination. Huge blood filled masses found on ultrasounds. Breast pain.